Manufacturer narrative:
Hospital reported two events, however, no details on either event is available. Upon completion of the investigation into this event a follow up report will be submitted. Recall initiated 11/07/2013. Reference report number: 1219977-10/24/13-005-r.

Event description:
Received report that the autotransfuser port/tubing is disconnecting and leaking fluid unexpectedly.